Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular lead exhibited low, high voltage impedance. The right ventricular lead was capped on (B)(6) 2019. During the procedure, an occlusion on the left did not allow implant of a new right ventricular lead. A new system was therefore implanted on the right. A routine generator changeout was completed and the atrial lead capped electively. The patient was in stable condition before and during the procedure.